Event description:
In late 2008, the patient reported that "the week before last" she noticed an air bubble in her insulin cartridge and her blood glucose was elevated to the upper 300 mg/dl range. Her target blood glucose level is 70-150 mg/dl. Symptoms of elevated blood glucose are nausea, lower back aches, and muscle aches in her legs and arms. She disconnected from her infusion site and primed the air from the system. She was educated on the change cartridge procedure. She stated that she does not adjust the piston rod of the infusion device prior to insertion. She stated that she does allow insulin to reach room tempurature prior to use. She stated that she has reused insulin cartridges in the past and she was advised against this. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
Results: no product will be returned for evaluation.